Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the event. Hsc reviewed the data and service reports provided. Hsc found this was not a method or reagent lot issue. A siemens customer service engineer (cse) was dispatched to the customer's site and corrected the issue. The cse performed decontamination, replaced the clot sensor, replaced the vacuum valves of the reagent tray wash station (wud) and replaced the j1 manifold. No further issues have been reported related to this event. The cause of the discordant, falsely depressed blood urea nitrogen concentrate results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed blood urea nitrogen concentrate results were obtained on multiple patient samples on an advia chemistry xpt instrument. The initial results were not released to the physician(s). The customer repeated the same sample on an alternate advia chemistry xpt instrument, resulting higher. The customer reported the alternate instrument results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed blood urea nitrogen concentrate results.

Manufacturer narrative:
The initial MDR 2432235-2017-00316 was filed on june 01, 2017. Additional information (07/03/2017): the instrument serial number has been added to (B)(4). Decontaminating this instrument resolved the issue. All other service information documented initially in MDR 2432235-2017-00316 were related to troubleshooting performed in related MDR 2432235-2017-00317. Corrected information (07/19/2017): the initial "date of event" was incorrectly noted as (B)(6) 2017. The correct date is (B)(6) 2017.